Event description:
It was reported that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements. Technical services (ts) discussed this as an abrupt change. High capture thresholds and low amplitude were also observed. The patient was further evaluated, isometrics and pocket manipulation were performed, and noise was reproducible on the shock channel. No adverse patient effects were reported. At this time, this device system remains in service.